Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that her last two infusion sets have had bent cannulas. Reportedly, on (B)(6) 2021 at 1:00 pm, she was admitted to the hospital due to blood glucose level of 780 mg/dl and diabetic ketoacidosis. Currently, her blood glucose level was 271 mg/dl and experienced diabetic ketoacidosis. She was treated with some unspecified drug intravenously (drug name unknown) and was currently in the hospital (at the time of this report). No further information available.